Event description:
Information was received that during bench testing of this smiths medical cadd ms3 pump, the pump exhibited system fault alarm. No patient involvement was reported.

Manufacturer narrative:
Other, other text: h3: one cadd ms3 pump was received in good physical condition. The even history log was reviewed and there was no evidence of the reported issue. Functional testing and visual inspection were performed and the reported issue was able to be confirmed. During testing, the pump alarmed error code 104 and it indicated a problem with downstream occlusion. The device was opened for testing and found that the downstream occlusion sensor was inoperable and the cause of the issue. Therefore, the downstream occlusion sensor will be replaced. The front housing will be replaced as part of the repair process.